Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), headache ("headaches"), back pain ("back pain"), arthralgia ("joint pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (underwent hysterectomy to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia, headache, back pain, arthralgia and feeling abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, headache, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("pelvic pain") and intestinal perforation ("perforation: bowel") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not done essure confirmation test". The patient's concurrent conditions included hypertension. In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criterion medically significant), headache ("headaches") and hormone level abnormal ("hormonal change"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse") and nausea ("nausea"). In august 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced weight increased ("weight gain"), abdominal pain lower ("excessive cramping"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), menorrhagia ("menorrhagia"), migraine ("migraines") and depression ("depression"). The patient was treated with surgery ((B)(6) 2016 supracervical hysterectomy (uterus only)) and surgery (underwent hysterectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, intestinal perforation, weight increased, abdominal pain lower, dysmenorrhoea, dyspareunia, headache, feeling abnormal, migraine, nausea and depression outcome was unknown and the pelvic pain, vaginal haemorrhage, abdominal pain, back pain, arthralgia, menorrhagia and hormone level abnormal had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, headache, hormone level abnormal, intestinal perforation, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: the event menorrhagia, hormonal change, migraines, nausea, perforation (uterus), perforation: bowel, weight gain, depression, she had not done essure confirmation test added. Reporters, events outcome,concurrent condition added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.